Event description:
On 08/23/2022, infutronix received a complaint from an end user: "we had 2 tubing/pump malfunctions last week where the tubing came unattached soaking the pumps. We had received a new batch of tubing a couple of weeks ago but it is still happening the new lot that was sent to us #2203016 exp 2025-03-24." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.